Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the extractor broke could be confirmed since the returned device matches the reported failure. The broken part of the tip was not returned. The extractor shows a torsion fracture that probably occurred in extraction. Based on investigation results, we can assume the tip broke during extraction by high torsional force applied on the device when using probably in a wrong direction. For extraction procedure please pay attention to the operative technique implant extraction set (ref# (B)(4) rev. 1, 05-2014): "screw stripping is commonly caused by slippage of a screwdriver that is not correctly aligned with the screw axis and/or fully seated. This may occur either during insertion or, more commonly, during attempted screw removal. The appropriate sized conical extractor (based on the size of the screw head hex/torx) is inserted firmly into the screw head. Lightly tapping the conical extractor with a slotted hammer may be tried if purchase is not initially obtained with manual pressure. It is at the surgeon's discretion if and how hard to use the hammer. Assemble the selected conical extractor (male) with the teardrop handle and turn it counter-clockwise while applying pressure in line with the screw axis, extracting the screw at the same time. If the screw does not come completely out, the forceps can be used to complete the extraction." [Original statement] within the risk analysis a risk-benefit analysis was performed for hazard 15.3.1. Which states that the benefit fat overweighs the risks: ¿risk benefit analysis 15.3.1.1. The given estimation is not only specific for asnis iii but for all canulated screws and their respective instruments. The benefit far overweighs the risks. Comments in most cases removal of asnis iii screws made from stainless steel or titanium with type ii anodization is an easy procedure. Nevertheless, in some cases implant removal might be a challenge. Especially in the case of bone overgrowth or ingrowth, damage of the hexagon of the screw head, damage of the thread, bended or broken asnis iii screws implant removal might be a surgical procedure which requires skilled surgeons, possibly specific instrumentation and/or causes prolongation of surgery time, additional bone and soft tissue damage. In some cases the surgical procedure cannot be finalized as intended and the asnis iii screw would be (partly) remain in the patient. In such cases possibly revision surgery in specialized hospitals and/or the use of specific instruments might be required for implant removal. Therefore, asnis iii screw removal should not be done as a general routine procedure but only done in cases of stringent indication.¿ [original statement] if more detailed and relevant information becomes available the investigation report will be updated.

Event description:
It was reported that the extractor broke two-time. There was a delay of approx 1 hour.

Event description:
It was reported that the extractor broke two-time. There was a delay of approx 1 hour.